Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle was damage. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: problem code 2978 for the reportable issue of ligator head teeth damaged. H10: investigation results received one speedband superview super 7 with handle assembly, ligator head, irrigation catheter and velcro strap for analysis. A visual examination of the ligator head found all bands present. The ligator head and ligator head teeth were undamaged. The tripwire was wrapped around the handle post and the tripwire was placed in the handle bracket, instead of being secured into the handle slot the suture was intact and attached to the distal tripwire loop and ligator head. Further examination of the trip wire found kinked in several locations and was cut with a sharp tool, likely it was cut to separate the device from the scope, therefore it is not considered as an issue of the device. A functional evaluation was performed and the handle could not be rotated due to the trip wire wrapped around the handle post and the trip wire placed in the handle bracket. No issue was noted with the irrigation catheter and the velcro strap. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 11:57 am CT.the report number is being corrected from: 3005099803-2018-61974 to: 3005099803-2018-61291.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle was damage. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.